Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
On (B)(6) 2017 15:42:29 pst ice batch user (batch_ice) phone (B)(6) complaint: (B)(4). Complaint status: in process mdt initial contact: (B)(6) taken by: lindqe1 order: (B)(4) customer's mother (B)(6) called x1 sensor had no electrode lot a167p, x3 sensors lot f027p- wears on stomach- advised new site on body- but he doesn¿t want to try another site. Advised after best practise- transmitter blinks when removed from charger and tester. Removed sensor and it was missing electrode. This is the 4th sensor they try in 24 hrs. Two was missing the electrode. Advised to start new sensor and I will send replacement box. Country:(B)(6). Input date: (B)(6) 2017 warranty start: 00/00/0000 warranty end: (B)(4) batch - a167p,f027.